Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving saline via an implantable pump. It was reported that the patient had a fall and now they were freaking out as the pump may be flipped. The rep stated they were able to fill the pump and they took x-rays. The pump did not feel very secure. Technical services reviewed x-ray images and stated that the pump did appear to be slanted, or at an angle. The rep inquired about doing magnetic resonance imaging (MRI) for the patient; agent reviewed MRI labeling info. Upon meeting the patient at the healthcare provider (hcp) office, the rep noticed that the pump did flip. They were able to interrogate it. The hcp was going to be notified and they would figure out next steps if they wanted to do anything at all.